Manufacturer narrative:
The surgeon was a new user of the device and the problem presented when trialing the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The optifix at device was not returned by the user facility and as such a definitive root cause cannot be determined. The most probable root cause is likely due to user/ device interface. Failure to penetrate and fixate the mesh can present due to the degree of counterforce, the approach angle, and/or stability during fastener deployment. The instructions-for-use include with the device recommend the following; place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counter pressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counter pressure. Compress hand piece actuation lever in a single, complete, and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the counter pressure, and the actuation lever to allow the actuation lever to return completely to its resting, home position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head and stem of the fastener. Place another fastener in the same vicinity. Note, the dates of event and implant are estimated based on the information provided. Sample discarded.

Event description:
It was reported that when the surgeon was trialing an optifix at fixation device during a hernia repair surgery, the fasteners did not always penetrate and secure the mesh/ tissue. The sale rep reported that even with significant pressure externally and internally the fasteners did not always fixate. The surgeon experienced proud fasteners and fasteners that fell out and would not hold. It was reported that they believe all fasteners that did not secure were removed from the abdomen. Fixation was achieved and the case was completed. There was no patient injury as a result of the event.